Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. A review of the records related to this device that included labeling, manual, and risk documentation reviews for this device was performed. Device labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and it was noted that the central area of the ring of the patient interface (pi) was defected which created a partial flap in the left eye (os). The treatment was aborted. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. The patient returned on (B)(6) 2021 and photorefractive keratectomy (prk) was successfully performed. Bcva from (B)(6) 2021: right eye pre-op 20/25 -4.75 x -1.50 x 36, left eye pre-op 20/20 -6.25 x -1.50 x 167.

Manufacturer narrative:
Additional information: in the initial report health effect code 4581 was not described. H6- health effect - clinical code 4581: partial flap cut in the initial report the medical device problem code was submitted as 1506 - product quality problem however, through follow up with the account it was reported that the issue with the patient interface glass was smudged/cloudy. Code was updated to 2969 - device contaminated during manufacture or shipping all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.